Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a dialysis catheter placement, the catheter allegedly had a linear defect on the lumen of the catheter. It was further reported that the blood was allegedly found to be coming out when patient coughed. Reportedly, due to the amount of blood loss, the patient needed to receive a blood transfusion immediately after the event. The current status of the patient is unknown.

Event description:
It was reported that sometimes post a dialysis catheter placement, the catheter allegedly had a linear defect on the lumen of the catheter. It was further reported that the blood was allegedly found to be coming out when patient coughed. Reportedly, due to the amount of blood loss, the patient needed to receive a blood transfusion immediately after the event. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows one glidepath retrograde catheter implanted in the patient body. The investigation is inconclusive for the reported material integrity problem and fluid leak issues as the reported event cannot be confirmed from the provided photos. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.